Event description:
It was reported the device was explanted and replaced due to possible premature battery depletion. Additionally, the right ventricular lead was explanted and replaced due to a fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: ring electrode - there is a non-conductive white substance coating the sense ring electrode that most likely contributed to the reported electrical issue; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: there is a non-conductive white substance coating the sense ring electrode that most likely contributed to the reported electrical issue; partial lead in segments returned and analyzed. No anomalies found.